Event description:
Impella 5.5 was inserted via right subclavian axillary artery in a 73 year-old male patient presenting with acute myocardial infarction/cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage C, (Classic) presenting with hypoperfusion that requires intervention beyond volume resuscitation, according to the SCAI shock algorithm. Pre-Impella support included the use of Inotropes and vasopressors.Approximately 4 days after device support initiation, the care team reported new onset bleeding in the surgical pocket where the graft was anastomosed to the subclavian artery. Blood products were reported to be given, however, the patient expired on Impella support the next morning. There was no device information available at the time of the reported incident and no lab values recorded during or following Impella device support.Based on the available information, the bleeding that occurred at the insertion site for the Impella 5.5, requiring blood administration, cannot be disassociated as a contributing factor in the patient's death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees, that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate